Event description:
It was reported that this hospital had three cases where the central line that the securacath was securing pulled back while the pts were being transported from the emergency room to ICU. The doctor who reported this felt that the issue was operator error from not properly snapping the cover on the device. No actual injuries were reported due to the catheter slippage however, additional intervention was required to replace the catheters. Note: this was reported during a routine sales follow up with the hospital on (B)(6) 2013. The actual events had occurred previous to this follow-up but were not reported at the time of occurrence. No dates were given as to when the actual events occurred.

Manufacturer narrative:
This incident seems to have been caused by operator error. Additional training was done by interrad at this facility on 01/08/2013.